Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's left eye in 2000, which lens had opacified. When the patient presented for exam in 2002, their current visual acuity was 20/50 os. The patient has a pre-existing medical history of diabetes and is on insulin medication. A lens exchange is being contemplated by the doctor for some point in the future.